Manufacturer narrative:
This report is submitted on march 03, 2022.

Event description:
Per the clinic, the patient experienced a skin infection (specific date not reported). Subsequently, the device was explanted on (B)(6) 2021 and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
It was also reported that the patient was treated with oral and topical antibiotics (specific date and duration not reported) and the patient was reimplanted with another cochlear device during another different surgery (specific date not reported). This report is submitted on march 29, 2023.